Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Image evaluation: as per image evaluation customer report of "calcific degeneration leading to stenosis" was unable to confirmed through image evaluation. Two color pictures were provided. In the pictures it was shown what appeared to be the outflow and the inflow of an explanted valve. Due to the poor quality of the images provided, it was not possible to describe any detail regarding the explanted valve.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a23 implanted in aortic position, was explanted after an implant duration of two (2) years and nine (9) months due to heavy calcific degeneration leading to stenosis. As reported, patient presented with dyspnea. A 25mm edwards surgical device was successfully implanted in replacement. As reported, patient was noted as to be doing fine undergoing rehabilitation at home.

Manufacturer narrative:
Added information to section a1 (patient identifier (in confidence)), b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), d4 (expiration date), h4 (device manufacturer date), h6 (device code(s)), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (health effect - clinical code), h6 (type of investigation). H10: additional manufacturer narrative: the device was not returned for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Image evaluation results: customer report of calcification and stenosis was unable to be confirmed through image evaluation. X-ray analysis is needed for evaluation of the calcification. Two color pictures were provided showing the outflow and the inflow of an explanted valve. What appeared to be host tissue overgrowth (whitish material) was noted over all three leaflets at the inflow aspect. Free margin of all three leaflets appeared wavy at the outflow aspect. What appeared to be biological tissue was visible over the the surface of all three leaflets in the outflow aspect. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), diabetes mellitus (dm) and hypercholesterolemia. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a23 implanted in aortic position, was explanted after an implant duration of two (2) years and nine (9) months due to heavy calcific degeneration leading to stenosis (dpmean 76mmhg). As reported, patient presented with dyspnea, nyha iii-IV and angina pectoris. A 25mm edwards surgical device was successfully implanted in replacement (postop dpmean 22mmhg). As reported, patient was noted as to be discharged home with no symptoms.